Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported that the customer received a "scan again in 10 minutes" message from the adc device. The customer became sweaty, pale, and lost consciousness. The customer's father provided 2-3 pieces of sugar with water for treatment and called for an ambulance. It was further indicated that the customer was hospitalized for hypoglycemic, however, no additional information was provided. There was no report of death or permanent injury associated with this event.